Event description:
I am an insulin-dependent diabetic. I manage my diabetes by injecting insulin to metabolize my food. I use a sliding scale to determine amount of insulin required based on my blood glucose level and the amount of carbohydrates I am going to eat. I was using a glucometer and test strips to measure my blood glucose level 4 to 5 times a day. Recently, I switched to freestyle libre continuous glucose monitoring system to help me get a better control of my diabetes. Unfortunately, the glucose level readings reported by this system are substantially lower than my real glucose levels. Further, the error is inconsistent. The real glucose level (as determined by a finger stick and glucometer) can be as much as 40 to 60 mg/dl higher compared to the value reported on reader for the freestyle libre cgm system. This has caused me to suffer from hyperglycemia and occasional ketone elevation. I have reported this problem to abbott.